Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 232mg/dl. The caller stated that his insulin pump alarmed and was stuck on the prime loop. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. Further testing could not be performed due to the alarm. The device had broken battery threads, missing end cap sticker, and bleeding lcd glass.